Manufacturer narrative:
Based on the available data, a reagent issue is not likely. The root cause of the erroneous dilution results is most likely related to the patient sample.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 4 patient samples tested for estradiol - e2 (estradiol iii) when the samples were diluted. Of the data provided, 1 patient sample was erroneous. The erroneous results were reported outside of the laboratory. The initial estradiol iii result was 11010 pmol/l with a data flag. The sample was repeated 7 times with results of: 22020 pmol/l with a data flag; 14513 pmol/l with a data flag; 11010 pmol/l with a data flag; 11301 pmol/l with a data flag; 14090 pmol/l with a data flag; 10726 pmol/l; 14734 pmol/l with a data flag. The sample was manually diluted x's 2 with results of: 7901 pmol/l; 7890 pmol/l; 7912 pmol/l; 7672 pmol/l. The sample was manually diluted x's 4 with results of: 4091 pmol/l; 4129 pmol/l; 4190 pmol/l; 3609 pmol/l. The sample was manually diluted x's 8 with results of: 1691 pmol/l; 1898 pmol/l; 1939 pmol/l. No adverse event was reported. The estradiol iii reagent lot number was 184183. The expiration date was not provided. The analyzer performance check from (B)(6) 2015 indicated that the instrument was not operating fully within specifications. A dilution of 1:10 is recommended for estradiol iii. The customer performed dilutions that are not recommended for estradiol iii. Based on the available data, a likely root cause is related to a technical or handling issue at the customer site.

Manufacturer narrative:
A specific root cause could not be identified. The initial technical issue (imprecision, the instrument was not operating fully within specifications) seems to have improved after service actions were performed. Instrument checks were performed on (B)(4) 2015 and the instrument operated within specifications. The diluent used had been onboard for > 1 month; onboard stability is 1 month. This could have caused discrepancies in the diluted results. Ivf patients are administered many hormones which likely cause cross reactions with yet unknown metabolites. Some ivf patients may not produce plausible dilution results.